Event description:
Upon receipt of the device, the user reported that the device has marks on it. There was no pt involvement.

Manufacturer narrative:
Date of event: the date of the event was not provided. Date entered has been estimated. This complaint was confirmed. Visual investigation found and indentation/deformation in the tube. Further investigation found that the tubes could be deformed if pressed against the suture ring on the cannula above or below it. Corrective action was taken to address this issue. No further action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.